Event description:
Physician was operating in the chest using foot control bovie when lap sponge in the chest (not near the area he was using the bovie) caught on fire. Physician immediately pulled the sponge out of the incision and tossed it to the floor. The rn extinquished the sponge with water. No injury to the pt.